Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11280r25, implanted: (B)(6) 2002, product type: catheter; product ID 8575, lot# j0203511r, implanted: (B)(6) 2002, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient as admitted to the hospital for a motor stall. The cause of the event was unknown and no motor stalled recovery occurred. Checking the pump log (programming analysis) was the only diagnostic testing or troubleshooting performed. The pump was stalled from more than 24 hours, but no tube set message occurred. The patient was scheduled for a pump replacement the next day. The patient's status at the time of the event was stated to be alive with no injury. The patient reportedly experienced withdrawal. The patient recovered without sequela. The pump was used to deliver dilaudid.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear train anomaly stall due to gear wheel 3.